Event description:
It ws reported that during abbott vascular internal benchtop testing with a synthetic arterial model, the balance middleweight (bmw) elite guide wire was used with a 3.25 x 38 mm xience xpedition stent delivery system (sds). During attempted removal the bmw elite became stuck in the catheter and could not be removed. It required 'excessive force' to remove the guide wire from the sds. The guide wire was removed in one piece, and it was noted that the coils on the bmw elite appeared offset. There was no patient involvement. There was no noted issue with the sds. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Evaluation summary: the device was returned for analysis. The coil damage was able to be confirmed however the resistance with the sds was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.